Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high and low blood glucose. Customer's high blood glucose ranged from 380 mg/dl to 389 mg/dl after steroid shots. Customer's blood glucose low blood glucose ranged from 44 mg/dl to 56 mg/dl. Customer mentioned the buttons were hard to push. After troubleshooting, customer was advised to monitor the issue. Customer will not be returning the device for analysis.